Manufacturer narrative:
Please note: the reported type ii endoleak has been captured separately in medwatch report # 3007284313-2020-01176. (B)(4). It should be noted that the gore® excluder® aaa endoprosthesis instructions for use (IFU) states, ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. A gore® excluder® aortic extender component was also implanted to extend the stent graft system proximally. The patient tolerated the procedure. On (B)(6) 2017, a re-intervention procedure was performed to repair a type ii endoleak and a suspected proximal type I endoleak. The aneurysm sac, and the iliolumbar and right internal iliac arteries were embolized with coils, and an additional contralateral leg component was implanted at the right (ipsilateral) leg to treat the type ii endoleak. A non-gore manufactured cuff was implanted to treat the suspected proximal type I endoleak. On (B)(6) 2018, a second re-intervention was performed to repair a persistent type ii endoleak. The aneurysm sac and lumbar artery were embolized with coils. On an unknown date, follow-up examination reportedly revealed a suspected type ii endoleak contributing to aneurysm enlargement. On (B)(6) 2020, another re-intervention procedure was performed whereby the aneurysm sac was embolized with vascular plugs, the origin of the lumbar artery was embolized with coils, and histoacryl glue was injected to fill the aneurysm sac. Finally, a contralateral leg component was additionally implanted distal to the left leg to seal the access route. The patient tolerated the procedure.